Event description:
Caregiver reported that on (B)(6) 2024 around 9pm, the patient was smoking in his room and attempted to put the cigarette out on his bed. Patient caught the bed, himself and the house on fire and was taken to (B)(6) hospital and admitted to the burn unit. Patient required extensive dressing changes on the entire right side of body and face. Patient expired but unable to determine if he expired due to the injuries sustained from this incident. Patient was discharged from our services the next day ((B)(6) 2024). Hospital would not send the records as the patient was no longer on hospice services at the time of death. Patient's current order at the time of the incident was 2-3 l of 02 continuously via nc for shortness of breath. All equipment and house was destroyed in the fire. Manufacturer of oxygen concentrator unknown.